Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft was implanted in the patient for the endovascular treatment of a saccular (zone 2) thoracic aortic aneurysm. Vessel morphology was not reported since this was an emergent case. It was reported that during deployment of the second device the delivery system was caught on the stent craft causing the stent graft to move down ¿migrated below by about 25mm¿. During the attempt to remove the delivery system the iliac artery was ruptured. The cause for the device to get caught on the stent graft was unknown. The physician added another manufacturer¿s device to repair the iliac rupture. Post-operative a CT was carried out and cerebral infarction (ci) was confirmed at left brain that would be caused by thrombus from common carotid artery (cca), which was related to the procedure. No additional clinical sequelae were reported and the will continue to be monitored.